Event description:
It was reported a cat scan performed for back pain indicated a perforation of the inferior vena cava by this stainless steel greenfield filter placed in 1987. No surgical intervention resulted from this event. The pt was treated with medication and monitored on an out pt basis. To date no further action has been taken. The filter remains implanted. Therefore, no failure analysis will be available.